Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Work order search: lens was returned in liquid, in lens case vial. Visual inspection found the lens torn in two pieces and portion of the optic torn (missing). Work order search: one similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon was inserting a cq2015a implantable collamer lens, +21.0diopter, in the patients right eye (od) and a haptic tore off. There was patient contact but no injury. The lens was removed and the back up lens was implanted within the same surgery.

Manufacturer narrative:
Corrected data: claim # (B)(4).